Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a power button that was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a power button that was not working. It was also noted that the customer attempted to replace the user interface assembly, but the issue was reoccurring. It was reported that with the alternating current (ac) power connected, and the device turned off, the power switch light emitting diode (led) was illuminating yellow. It was then reported that the battery led was not illuminating at all. The rse verified that there was a good power coming out of the power supply. The rse determined that the power management board required replacement. The customer was provided with the part number for a replacement power management board. The investigation is ongoing.